Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that will not turn on. This condition was found in the general patient ward. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. Upon further review, the quality engineer has identified the reported condition as a battery issue. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during service evaluation. The quality engineer has confirmed the reported condition as a battery issue. The assignable cause was deplete main batteries. The main batteries were replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.